Manufacturer narrative:
Solta medical continues to be in contact with the treating physician's office. We will be contacted if and when any further information on the pt's status is available and will report updates as we become aware. Per the isolaz user manual: change in pigmentation (hyperpigmentation or hypopigmentation) may sometimes occur after treatment. In the majority of cases, this pigmentary change will resolve over time. Complications arising from pigmentary changes have been rated as both transient and minor and appear to typically resolve spontaneously over several months. Only in very rare cases will the change in pigment be permanent.

Event description:
On (B)(6) 2011, solta medical became aware of a pt that had been burned around the lower face/chin region during an isolaz treatment. The pt has not shown up to the treating physician's office for scheduled f/u visits, so it is not known how the pt is healing. Pt is of darker skin type which has an increased potential for pigmentary changes after skin injury. Of note, the treatment settings were very aggressive for the pt's skin type which could have contributed to the burns.